Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, and prime test. The device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The device had cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and cracked reservoir tube.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during prime. Customer's blood glucose was 155 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.